Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. He takes his readings when he first wakes up before he's eaten or had anything to drink. He stated that he has taken too much medicine because of the readings he got when he tested with his prime meter which caused his sugar to drop too low. On (B)(6) the reading was 274 so he took some insulin and within an hour he had symptoms of low blood sugar and needed to drink some oj to regulate himself. Went in to see doctor on (B)(6), for a pre-scheduled appt. The nurse did a blood test while he was at his appt. The doctor's meter (possibly a contour brand) read 141, prime meter said 185. The nurse used the same drop of blood for both meters. The nurse used an alcohol wipe before the test and allowed the alcohol to dry all the way before doing the test. Did a control solution test when first opened the bottle of strips and test was in range. Replacing product.